Manufacturer narrative:
The user facility submitted medwatch mw5117649 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, an unspecified bacterial infection and a "life threatening" infection due to using minicaps. The cause of the events was unknown. It was reported the patient was hospitalized for (4) days for the event. Treatment, patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
D4: expiration date for lot #: gd911504: 11/30/23. H4: device manufacture date for lot #: gd911504 05/12/22 to 05/20/22. The actual device was not available; however, a companion sample (in seal blister pack) was received for evaluation (lot number gd911504). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. One (1) companion sample and the pouch were opened to verify presence of iodine. A functional test was performed on the returned companion sample to ensure seal integrity, no failures for the psi pressure test was observed. The companion sample was determined to meet functional performance specification requirements. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient was hospitalized for three days (previously reported as four days). On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.